Manufacturer narrative:
Customer service completed troubleshooting over the phone with the customer and, after performing a test on her forearm, she indicated that she was feeling some suction. The customer was advised to make sure that the tubing was completely dry and to clean parts as per instructions. On (B)(6) 2018, the customer visited medela (B)(4), where customer service conducted troubleshooting live with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set and and powering the device on with the power adapter. The customer tested the pump and indicated that she had suction. During troubleshooting, the customer indicated that she purchased the pump in (B)(6) and had started dealing with milk backup when she became engorged about one and a half weeks after the birth of her baby. The customer alleged that when one side of her nipple was cracked, bleeding and the pain, and redness around her nipple became unbearable, she went to the doctor and received an antibiotic for mastitis. The customer was given replacement parts and accessories. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that her swing breast pump which she purchased one month previously no longer had suction. The customer further alleged that she washes the parts after every use with warm soapy water and sanitizes them in boiling water.